Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) was going to the store and felt light-headed. The patient leaned against the security device which resulted in pacing inhibition of a unknown duration. The device began picking up noise and the patient received an inappropriate shock. Electromagnetic interference (emi) noise was observed on the electrogram. No adverse patient effects were reported.

Manufacturer narrative:
Our records indicate that this device remains implanted. If additional information is received, this report will be updated.